Event description:
During e.r.c.p. Procedure the olympus endoscope malfunctioned. Specifically the right ring button fell off causing endoscope to become nonfunctional. The malfunction of equipment necessitated the procedure to terminate. There was no adverse outcome to pt or staff.